Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and motor drive testing were performed. The customer's reported problem was duplicated. During investigation the pump displayed error code "1870" message alarmed during infusion. According to the investigation, the reported problem was caused by the drown wire to the optic switch was broken off. Service's replaced the optic switch to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1870." Alarm. It was reported that there was no patient involvement.